Event description:
It was reported the patient was revised due to a loose femoral implant. Nothing else was loose only the femoral. The ps insert was replaced as a best practice. The patella button and tibial implant from the initial surgery were untouched. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). Suggested code (annex g)- mechanical (04)- femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, d10, g3, g6, h1, h2, h3, h4, h6, h11. D10: 42521400712 articular surface fixed bearing (ps) right 12 mm lot# 65724405, 42540000035 all poly patella cemented 35 mm dia lot# 66915452, 42535007102 0 degree spiked keel right size e osseoti tibia lot# 66790837. Visual examination of the provided pictures identified the femur fully exposed within the surgical site. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and not reviewed by mmi as the images closest to pre-revision are at two months and the quality of the images are poor due to screen artifact. All other images would not enhance the investigation; therefore, not submitted. The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.